Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, "sharp watchdog error" was verified and reproduced at power up during evaluation. Review of the device history record revealed that the device software was upgraded prior to release to the customer and the cause of the current issue was determined to be a software anomaly through software evaluation. The device will be processed to clear the sharp watchdog timeout error through reprogramming of the processor board and installation of the updated software version. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.